Manufacturer narrative:
The sensor was returned for a sensor replacement alert and after being tested, it revealed a loss of chemical performance. The system correctly disabled the sensor when it detected the performance failure, and the system's self-test functions were working normally. The root cause of the performance failure was due to oxidation of the chemical component of the sensor. As part of resolution, an RMA was issued for sensor replacement. B4. Date of this report updated to 12 october 2023. D9. Device available for evaluation? Yes, 21 august 2023. G3. Date received by manufacturer updated to 01 october 2023. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusion updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On july 3, 2023, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.